Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump had cracked battery tube threads, cracked case at display window corners.

Event description:
The customer reported via phone call that the crack on the insulin pump coming from the back of the battery compartment. The customer¿s blood glucose level was 300 mg/dl. The insulin pump will be returned for analysis.